Event description:
It was reported by the customer that a pyxis anesthesia es system had a drawer failure. The customer stated that the drawer was not properly locked and unlocked. The malfunction occurred when a user was trying to issue medication to a patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a connection issue with the latch. A field service engineer adjusted the latch catch forward, reseated connections to the solenoid and controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.